Manufacturer narrative:
This report represents the combined initial and final report. Additional information was requested from the customer and provided. Investigation summary: the event unit was returned for evaluation. Upon inspection engineering confirmed that the cannula was fractured. The root cause of this incident is likely due to the manufacturing process. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this continuous process, applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - "robotic case cannula buckled. Rep is working with the facility for additional info." Additional information received by the robotic coordinator at the (B)(6) on (B)(6) 2016: what happened with the device is after hooking up the robot to the trocar the camera wouldn't go through the trocar. After disconnecting the robot we found the trocar was bent/crimped. It was fine before hooking up the robot so I assume it happened then. I'm just concerned we were able to deform it with the robot. I have never seen that happen before and we have been using the robot with the ethicon trocars for years with no problems. Patient status: "no patient injury."